Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was in the 400s mg/dl. The customer connected the pump to a power source to charge, but the pump did not turn on. Reportedly the customer reverted to manual injections for insulin therapy.